Manufacturer narrative:
No pt injury was reported. An investigation to collect add'l clinical data remains ongoing. The field tech that investigated the incident was not able to duplicate the reported condition. The tech found in downloaded data files that no heparin syringe rate was set until after approx 1 hr into treatment with multiple syringe pump alarms. The syringe pump was calibrated and verified. Ran prime self-test and simulated treatment.